Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) recorded high thresholds in the right ventricular (rv). There were episodes of far-field r-wave oversensing noise with the right atrial (ra) lead. Significantly over the last year, the left ventricular (lv) lead experienced an increase in pacing impedance measurement but remains within normal limits. Boston scientific technical services recommended troubleshooting options. No adverse patient effects were reported. The device and competitor rv, competitor ra and unknown lv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 14-aug-2023, for mw5121511. Correcting procode.